Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and the reported event was not confirmed. Visual examination found tissue in the helix and no anomalies. Electrical testing and longevity assessment was normal and no anomalies were found. This report is a duplicate of 2017865-2023-23461 upon serial number identification.

Event description:
Related manufacturer reference number: 2017865-2023-23461. New information received notes that the leadless pacemaker (lp) was explanted on (B)(6) 2023. The patient was stable.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the patient's leadless pacemaker (lp) failed to capture. X-ray was performed and determined the lp had become dislodged in the right ventricle. The device was attempted to be retrieved in a separate procedure on (B)(6) 2023, however the retrieval was unsuccessful. The lp remains implanted. The patient was stable.